Manufacturer narrative:
Age at the time of event: mid 60's. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: MDR 2134265-2017-04927, MDR 2134265-2017-04928. It was reported that the patient coded during a declot procedure and died. An angiojet® zelantedvt¿ catheter was selected for a fistula declot thrombectomy procedure in the upper right extremity. They accessed the graft and performed thrombectomy initially. They continued with both a 5.0 x 40, 75cm mustang¿ and a 6.0 x 40, 75cm mustang¿ catheter for the ballooning portion of the procedure. Thrombectomy was then continued with the angiojet® zelantedvt¿ catheter. There were multiple dynamic signal acquisitions (dsa) performed. They continued the procedure with a cleaner device. A dissection of the graft was noticed after the use of the cleaner device. The physician stated he did not have an issue or problem with the angiojet device. The patient coded during the declot procedure and died.